Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection and urinary problems. It was reported that patient underwent surgical procedure on (B)(6) 2014 by dr. (B)(6) at (B)(6) and alyte y-mesh was implanted. It was also reported that patient underwent another surgical procedure and revision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) and miniarch was implanted.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 7/20/2017 additional narrative: it was reported that the patient concurrently underwent operative laparoscopic evacuation of endometriosis nodule, laparoscopic supracervical hysterectomy, posterior repair with plication, bilateral sacrospinous ligament suspension, and perineorrhaphy.